Event description:
It has been reported to philips that the live monitor on the allura system had image display issues. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use and the issue was occurred during preventive maintenance. Philips remote service engineer (rse) connected with the customer and confirmed that the system has image display issues. The customer replaced the material to fix the ap live monitor. After which, the system was returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was with live monitor and issue was found during pm. There was no impact to the patient. Based on the new information, this complaint is evaluated as not reportable. Good working order.